Manufacturer narrative:
The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon troubleshooting with the customer over the phone, stryker was informed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a software issue with the device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon troubleshooting with the customer over the phone, stryker was informed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.